Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, date returned to manufacturer: nov 24, 2025, section h3: device evaluated by manufacturer: yes. Device evaluation: upon evaluation of the returned unit, it was found that along with the syringe unit and packaging, a bagged small blue bucket containing an eye sponge was also returned. Further inspection of the contents of the bucket found several threads. However, the third party laboratory was unable to determine the source or origin of the threads. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A review of the complaint database for the last year of production from the date of awareness indicates there has been other potentially similar complaints related to particulates for this product. However, no specific manufacturing root cause could be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: evaluation of the provided photograph confirmed the presence of a thread-like object. However, as the syringe in question was used and has not been returned, the evaluation was unable to determine the origin of the fiber. Should product be received, this investigation will be reopened to evaluate any returned product. Since a root cause relating to the manufacturing process could not be determined and no trends are indicated, no actions are recommended at this time. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a thread was discovered while injecting healon endocoat. Through follow up, we learned that the thread was introduced into the patient's eye, and was flushed out during the surgery. No additional intervention was performed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.